Manufacturer narrative:
B.7 added information as it was inadvertently omitted from the initial report that was submitted. H.6 added a medical device problem code. The investigation has been completed. Clinical details report a pump stop. The patient was put on support. The pump was able to be restarted, but saturated flows with intermittent motor current (mc) spikes were subsequently noted. Care was withdrawn later that day. Data logs were reviewed and the pump stop was confirmed. The first temporary pump stop occurred the morning of (B)(6) 2025. At this time, there was a motor current spike above 1400 ma with a speed deviation, triggering a high mc pump stop. The pump was able to immediately restart, but purge pressure stepped up slightly and mc remained elevated compared to prior to the spike. There were a couple more mc spikes between that date and (B)(6) 2025, when the next temporary pump stops occurred. The same characteristics were noted in the mc. Purge pressure stepped up and stepped down in between the spikes in mc. After each mc spike, the mc generally trended higher. Temporary pump stop: the impella cp design indication is 8 days of use, and the first pump stop triggered beyond 8 days of use. However, the product was not returned for investigation. Since the patterns noted in data logs could be indicative of multiple things, the cause of the temporary pump stop could not be determined. Saturated flows: as mentioned above, the product was not returned for investigation. Additionally, the patterns noted in data logs could be indicative of multiple causes. Therefore, the cause of the saturated flows could not be determined. The device history review was completed and the pump passed all post-sterile inspection checks.

Event description:
The complainant reported that they encountered a pump stop during impella cp support. The pump was successfully restarted at p2 with flow saturation and intermittent spikes observed in motor current. The patient was on support for 30 days and ultimately expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿